Manufacturer narrative:
Section e initial reporter state was inadvertently omitted on the initial manufacturer device report number. Low or blocked pump flow: the cause of the low pump flow was determined to be biomaterial ingestion as evidenced by log pattern showing motor current spike followed by drop in pump flows and returned product analysis confirming biomaterial on the impeller.

Manufacturer narrative:
This follow-up report is being submitted to correct the previously reported d4. Primary UDI number and to document that the product has been returned to the manufacturer. Device status: the impella device has been returned and is currently undergoing evaluation and analysis. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, impella flows decreased. The patient was on heparin with therapeutic activated clotting time (act). Due to potential clot ingestion and the impella position had not changed, the team removed the impella device. The patient did well post removal of the device.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.